Event description:
Customer reported auto focus on imaging was not working properly. No pt injury was reported.

Manufacturer narrative:
A ge rep has evaluated this system and found the image intensifier to be faulty. Though, the customer chose to have their biomed dept. Engineers repair the system.